Manufacturer narrative:
As part of troubleshooting, the assay was moved from reagent disk b to reagent disk a. This sample and another lipemic sample were tested. The issue was reproduced. No specific data was provided. On (B)(6) 2021, preventive maintenance was performed on both analyzers used and the sample was repeated. From the original analyzer, the result was 14.57 mmol/l with a data flag, and with a decreased sample volume, the result was 59.18 mmol/l with a data flag. From the other analyzer, and the result was 15.87 mmol/l with a data flag, and with a decreased sample volume, the result was 59.65 mmol/l with a data flag. Precision testing was performed and was acceptable. The calibration and quality control results were acceptable. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of missing data flags and questionable trigl triglycerides results from the cobas 8000 c702 module. The initial result was 1.88 mmol/l and was reported outside of the laboratory. The repeat result was 2.51 mmol/l. The repeat result with a decreased sample volume was 58.49 mmol/l with a data flag. On another cobas analyzer, the repeat result was 2.72 mmol/l with a data flag. The repeat result with a decreased sample volume was 59.25 mmol/l with a data flag. The sample was again repeated on the other analyzer and the result was 1.95 mmol/l with a data flag. The repeat result with a decreased sample volume was 59.55 mmol/l with a data flag. The reagent lot number was 48703601 with an expiration date of 22-feb-2021.

Manufacturer narrative:
The field service engineer found the photometer cleaning was not performed by the customer during monthly maintenance. The investigation determined the missing maintenance was the cause of the event.